Event description:
Additional information was received that there was yet another out-of-range (oor) impedance alert for the non boston scientific right atrial (ra) lead. Boston scientific technical services (ts) was consulted and suggested it was logical to rule out any connection issue based on implant time, and if the lead was fractured, it would have resulted in noise that could be recreated and would have lead to stored mode switches, but the electrogram (egm) is clean. Ts suggested that it could potentially be a leaf spring contact, which is the connection for the ring electrode. Ts suggested changing the programming to ddd with atr's on, so you can see any noise if it is present, or can be left as is as patient doesn't need atrial pacing. The device system remains implanted at this time with no changes made. To date, no adverse patient effects have been reported.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this device recorded a high pacing impedance measurement of greater than 2,000 ohms. An alert was issued through the remote monitoring system. Device history was reviewed and it was noted that all other impedance measurements have been within normal range, pacing amplitude measurements are as expected, and no noise has been recorded. Boston scientific technical services was consulted and lead testing to rule out emerging issues was advised. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.